Event description:
During a da vinci - laparascopic prostatectomy. A monopolar cord was being used and the end that connects to the instrument a the sterile field caught fire in the or. The patient suffered no adverse affects as a result of the incident. No one was injured.